Event description:
The international customer reported the ventilator alarmed due to a 35volt supply failure. A 35volt failure occurrence during operation in normal ventilation mode may result in a shutdown of the device. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The field service engineer evaluated the unit and the power management board was replaced to address the reported problem. The unit passed all applicable testing. The unit is now back service.